Manufacturer narrative:
As it is unknown which device(s) may have contributed to this adverse event, one additional gore® viabahn® vbx balloon expandable endoprosthesis has been included in this report: lot number: 23163508, UDI: (B)(4), a review of the manufacturing records indicated that lots for both devices met all pre-release manufacturing specifications. No devices were returned so direct product analysis was not possible for either device. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment using the kissing stent technique for leriche syndrome. Gore® viabahn® vbx balloon expandable endoprostheses (vbx)'s were each implanted in the bilateral common iliac arteries. On (B)(6) 2021, an infection was observed with the vbx device implanted in the left common iliac artery. The cause of the infection was reported to be unknown. On (B)(6) 2021 the vbx device with the potential infection was explanted. Pus was observed and will be tested. Reportedly, a blood culture was performed and the result was negative. The patient was reported to be on immunosuppressive medication for rheumatoid arthritis. It is unclear which of the two serial numbers was the device that presented with the infection.